Event description:
The device (part#cev700t5) was returned to mxi service and repair.

Manufacturer narrative:
The device (part#cev700t5) was evaluated and indicated that the back of the movable jaw was broken. Complainant/facility: (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: n/a.